Event description:
It was reported to philips that there was a start-up issue requiring forced confirmation on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service scheduled a technician to reload the ghost image during the next visit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).